Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report hearing popping sounds when using the purely yours breast pump on battery power. Customer was unsure of the origin of the sound. Customer went to replace the batteries some time later when she found they had leaked within the battery compartment. Customer reports her fingers same in contact with the battery fluid but she was not burned or injured. Customer washed her hands with soap and water. Note: medwatch was submitted to FDA on 06/15/2015 via (B)(4) however the report was sent back to ameda, inc. As address was incorrect.